Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During iol insertion the haptic pressed against the peripheral capsule and the capsule tore. The iol was removed and replaced successfully with a sulcus fixated iol. The pt's prognosis is good. Reference MDR # 2031924-2009-00184.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported event of capsular tear was related to the pt's preexisting condition of congenital cataract, which weakened the capsule and predisposed the event.